Event description:
The MFR received info alleging a ventilator did not alarm when the pt became disconnected. There was no pt harm or injury reported.

Manufacturer narrative:
The device was returned to the MFR for eval, and the customer's complaint could not be duplicated. The device was found to audibly and visually alarm as designed. For the reported event, the device is designed with a 15 second alarm delay. The MFR believes that the reporter of the event did not give the machine long enough time to alarm. The device operated to specs.